Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The power-supply switch, central processing unit, and software were replaced , and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reboot alarm during a case, mechanical ventilation could continue once the unit restarted. There was no report of patient injury.